Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had an issue with arctic sun device s/n #(B)(6) where it did not stop treatment. They downloaded the data; they would like for someone to call them back in 30 minutes when they can be in front of the device. They will call biomed back in approximately 30 minutes when biomed can be in front of the device to discuss.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had an issue with arctic sun device s/n #(B)(6) where it did not stop treatment. They downloaded the data; they would like for someone to call them back in 30 minutes when they can be in front of the device. They will call biomed back in approximately 30 minutes when biomed can be in front of the device to discuss.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. No root cause determination is necessary as no problem was stated or found during the device evaluation. The arctic sun 5000 was evaluated upon receipt. During the evaluation, it was found that the there was no problem found. The arctic sun 5000 is functioning properly. Device was put through a functional check and pre-cal after the service. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. No additional actions can be taken at this time. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had an issue with arctic sun device s/n # (B)(6) where it did not stop treatment. They downloaded the data; they would like for someone to call them back in 30 minutes when they can be in front of the device. They will call biomed back in approximately 30 minutes when biomed can be in front of the device to discuss.